Event description:
It was reported a lead was replaced. There was no information available on why the lead was replaced. Follow up reported the lead was replaced with a positive outcome. It was also noted prior to lead replacements the patient had no stimulation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).